Event description:
It was reported that the m41srr power chair stopped. The dealer stated that the patient alleged that when the chair stopped he was tossed from the chair. The patient did not inform the dealer of any injury or medical attention.